Event description:
It was reported that in 30 mins of use, it was noticed a foreign material was attached on the product. It was reported, "changed to a new tube; no pt injured."

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endobronchial tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.